Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient never felt the device in areas they needed, like their low back and both sides of their harrington rods. All they felt it worked in was in their arms, which weren't the problem. They didn't know what led to the device not working; it just wouldn't work in the areas they needed it to and there was no tingling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was not working at all and that is why it was removed. No further complications were reported.